Event description:
Boston scientific received information that this patient presented to clinic for routine follow-up. No sensing or capture was noted on the atrial channel. An x-ray was performed and the lead was found to have dislodged. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.